Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Additionally, the insulin gauge was inaccurate. The customer¿s blood glucose level was 100-150 mg/dl. Reportedly, the cartridge was loaded successfully and insulin delivery was resumed.